Event description:
The customer reported a clear leak from the coulter lh 780 hematology analyzer while running patient samples. The volume of the leak was about 1 cup and was not contained within the instrument. The customer did not report any error messages at the time of the event. The customer reported the instrument was generating erroneous high mean corpuscular hemoglobin counts (mchc) on patient samples. The customer reran the patient samples on another instrument and the results were lower than the initial counts and were verified to be correct. The erroneous results were not reported outside of the laboratory. The customer was contacted to provide printouts of the erroneous results but the information was not provided. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. The erroneous results were not reported outside of the lab and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the cbc waste chamber (vc 11) and vacuum trap (vc21) filled with fluid. The fse cleaned the vacuum trap, waste chamber and drain pathways, which resolved the leak and the erroneous mchc results. The repairs were verified per established procedures. (B)(4).